Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2010; d284drg implantable defibrillator (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the full 6935 lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had a spike in impedance, an increasing short interval counts (sic) and noise. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.